Event description:
It was reported that when the patient presented in clinic after receiving shock, inappropriate shock for atrial fibrillation with rapid ventricular response rhythm was observed. Review of session records noted that the rhythm was af with rvr, but there was a 7-second stretch that appeared to show vt rhythm which spontaneously broke. Recommended programming changes will be made. The patient has not had any episodes since initial inappropriate therapy.